Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025 . The patient experienced skin reactions with two consecutive sensors and this record captures the first sensor event. The wearable was inserted into the arm on (B)(6) 2025 . Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2025 , the patient developed itching sensation and pain at the sensor insertion site and decided to remove the sensor. Upon sensor removal, there was redness and a raised bump with blood at the needle puncture site. On (B)(6) 2025 , the patient consulted a physician who prescribed an oral antibiotic medication (augmentin, unspecified dosage). At the time of report, the patient was doing well. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.